Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a faulty front panel. In addition, a fuse in the inlet was found burnt; it was noted that the failed fuse was rated for 125 volts. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that when any button was pushed on the front panel, the air turned on/off and nothing else functioned. The problem, as reported to olympus, occurred between cases. The intended procedure was completed after a delay of unknown length using similar equipment. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the faulty front panel unit and burnt fuse could not be identified. However, it is likely the cause of the burnt fuse is related to the user using the wrong fuse rating. Olympus will continue to monitor field performance for this device.